Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the threads were found worn out by the hospital staff on the connecting bolt. There was no reported patient or procedure involvement. Attempts have been made however no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument confirmed the threads were stripped and worn out. Also noted, scratches and nicks on the hex faces and the shaft. A hardness check on the returned product confirmed the product is conforming to print specifications. A dimensional analysis could not be performed as the threads were too worn out and stripped. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.